Manufacturer narrative:
Analysis was normal. No anomalies were found. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-10363. Related manufacturer reference number: 2017865-2020-10365. It was reported that the patient presented in clinic upon developing an infection. The patient's pacemaker and right ventricular lead were extracted on (B)(6) 2020. The patient's pulse generator was replaced.